Event description:
During a pta treatment procedure to dilate a calcified lesion in the femoral artery, removal difficulties were encountered. Access was obtained using a 5 fr 11 cm cordis sheath and a .035, 180 cm kayak wire was introduced. The smash balloon was then advanced to the target lesion. The physician attempted to initially inflate the balloon manually, and estimated that the balloon would inflate only to 4 or 5 atm. Because the balloon would not fully inflate, the physician decided to remove the device. Difficulty was experienced trying to get the balloon back into the sheath. The vessel then dissected and the patient was taken to surgery to remove the balloon and to repair the dissection. No additional information is available at the time of this report.